Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between september 15-17, 2025. H11: one device was received for evaluation. Visual inspection via the naked eye shows droplets of fluid located on the inner wall of the device's bottle. The droplets of fluid were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside a plastic bottle; condensation cannot get into the fluid path as the device has a closed infusion line. Condensation is a natural phenomenon and does not indicate the product is defective. Traces of silicone oil were also noted on inner wall of the device. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential bladder rupture from housing contact during use. Silicone oil from the bladder may have dripped onto the interior wall of the housing during transport; this condition is cosmetic and has no impact on the function or safety of the product. A leak test was performed, and no evidence of a leak was observed. Based on samples evaluation result, only condensation and trace of silicone oil were observed on the inner wall of the devices. No evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. During preparation of a prefilled infusor (medicated solution not reported) a leak was observed inside the bottle. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.